Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that twenty-seven days following the implant of this transcatheter bioprosthetic valve, intermittent symptoms of severe aortic regurgitation (ar) were noted. Transthoracic echocardiogram (tte) revealed severe paravalvular leak (pvl) and the b-type natriuretic peptide (bnp) elevated to 339pg/ml. Subsequently, a non-medtronic transcatheter bioprosthetic valve was placed valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.